Event description:
It was reported that the patient had a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure later that day it was discovered that the patient had a retroperitoneal bleed. The patient was admitted to the hospital for this event, but is doing well.